Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading of 116 mg/dl on the adc freestyle libre sensor in comparison to a reading of 43 mg/dl on a competitor brand meter. Customer further reported experiencing symptoms of dizziness and "started to ring a lot" and had contact with a healthcare professional. Customer received an unspecified low reading from an hcp device and was given an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.